Event description:
The lma classic did not hold inflation during use. The lma was removed and another used. There was no patient problem or incident.

Manufacturer narrative:
The lma does not hold inflation due to a small "v" shaped puncture in cuff. The hole is difficult to see unless the silicone is stretched. The hole is consistent with that seen when the silicone of the mask is punctured with a sharp object. This report contains information from third parties, the accuracy of which has not necessarily been confirmed by the reporter.